Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, the surgeon could not fire the device. The procedure was completed with another device. No patient injury.